Manufacturer narrative:
510k #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Torres blanco et al 2016: (zilver flex) "mid-term outcomes of endovascular treatment for tasc-ii d femoropopliteal occlusive disease with critical limb ischemia" access to the lesion was achieved via the common femoral artery through a contralateral retrograde approach as the preferred access. Lesions were crossed with 0.035-inch or 0.018-inch wires and 4f or 5f hydrophilic catheters. Predilatation was routinely performed. Stenting was routinely performed in all patients with sfa occlusions. In cases of several stents, these were overlapped by 1 cm, trying to use as few as possible. Stents utilized were nitinol self-expanding or ptfe-covered stents, and the selected type was determined by available inventory and operator preference. Postdilation was performed when there was inadequate angiographic outcome. Off label use: to capture the use of the device in crural vessels which resulted in one crural embolization.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-feb-2023.

Manufacturer narrative:
510k # p050017/s006 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a. Document review prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliac, superficial femoral artery and above-the-knee popliteal artery however from the information provided it is known that the device was used in a crural vessel. The off-label use may have caused or contributed to the embolism formation as it is unknown how the device will perform outside of its intended use. It should also be noted that embolism is listed as a potential adverse event in the IFU. Summary: the complaint is confirmed based on customer testimony. The complaint was raised from literature paper torres-blanco et al ¿mid-term outcomes of endovascular treatment for tasc-ii d femoropopliteal occlusive disease with critical limb ischemia¿. According to the initial reporter, 01 patient was treated with fibrinolysis as a result of a crural embolization. As per medical advisor input this was an unexpected medical intervention. Complaints of this nature will continue to be monitored for potential emerging trends.